Event description:
It was reported that the patient expired due to unspecified "respiratory complications," unrelated to the devices. The patient had multiple medical problems. The managing hcp reported that the patient was not under his care at the time of death and was unable to provide a contact for the hcp who had provided that care. The pump was last reprogrammed in 2007 at which time the dose was increased from lioresal 2000 mcg/ml 556 mcg/day to 600 mcg/day; no symptoms prompting that increase or possible device issues were reported. The patient's mother called the hcp's office to report the patient's death. No autopsy was performed and the pump was not explanted.